Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the im tibial jigs locking mechanism (blue tightening nob) threads have stripped and will not lock onto the im rod. No surgical delay.

Manufacturer narrative:
Investigation summary: the device associated with the reported event was not returned for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.